Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working fine and they were also experienced hyperglycemia. Customer¿s blood glucose level was 346 mg/dl and treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging that the insulin pump was under delivering. It was also reported that the customer was performed high pressure test and test was passed. The insulin pump will be returned for analysis.